Event description:
Nine erroneously false negative results were reported out of the lab for methadone, cocaine and opiates. Physician questioned the results. Reruns of original urine samples yielded positive results and were amended. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
Calibration and qc was acceptable prior to and after the event. No other patients' results were affected. A field service engineer (fse) was dispatched: the fse replaced numerous hardware components. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.